Manufacturer narrative:
G2: citation: authors: xue, x., lian, x., miao, y., sun, m., liu, h. ,tong, x., liu, a.. The aneurysm occlusion and recurrence of posterior communicating artery aneurysms following the treatment with the pipeline embolization device. Neurosurgical review 47:330 2024. Doi:10.1007/s10143-024-02580-0 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the aneurysm occlusion and recurrence of posterior communicating artery aneurysms following the treatment with the pipeline embolization device. The study aims to investigate the occlusion status and recurrence rates of posterior communicating artery (pcoma) aneurysms treated with the pipeline embolization device (ped). Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: axium coils and the pipeline embolization device (ped). Among all patients adverse events / device product performance issues included: 19 (23.8%) pcoma aneurysms demonstrated persistent incomplete occlusion. There was unfavorable functional outcome at follow up for three total pcoma aneurysms. The rate of unfavorable functional outcomes for the incomplete pcoma group was 10.5% (2/19). Specifically, one patient experienced a transient ischemic attack during the postoperative, while another patient suffered from subarachnoid hemorrhage (sah).the rate of unfavorable functional outcomes for the complete pcoma group was 1 (1.6%). Stent stenosis rate was 11. The stent stenosis rate for incomplete pcoma aneurysms occlusion was 10.5% (2/19). The stent stenosis rate for complete pcoma aneurysms occlusion was 9 (14.8%). There was one instance of intraoperative stent thrombosis in the complete pcoma occlusion group. There was one instance of sah in the complete pcoma occlusion group. There were 9 total instances of postoperative ischemic stroke. 8 (13.1%) of the complete pcoma occlusion group, 1 (5.3%) of the incomplete pcoma occlusion group. There were 7 instances of tia. 6 (9.8%) of the complete pcoma occlusion group, 1 (5.3%) of the incomplete pcoma occlusion group. There were two instances of mild ischemic stroke, both in the complete pcoma occlusion group. There was 1 instance of severe ishcemic stroke, in the incomplete pcoma occlusion group. No further information was provided pertaining to medtronic products.